Event description:
It was reported that the patient presented in the emergency room with syncopal and near syncopal episodes on (B)(6) 2017. Upon interrogation, the right ventricular lead exhibited high capture threshold and intermittent loss of capture. The device was reprogrammed to maximum output. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure. No further episodes were noted.